Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the power control printed circuit (pc) board was replaced and returned for investigation. A visual inspection of the returned power control pc board showed that several components on the board were damaged. Especially components in the battery connect control circuit module were badly burned, most probably from a short circuit. This module is related to the reported error. Evaluation of the received device logs show that the reported technical error occurred 8 times between june 2018 and march 2019. During this 9 month long interval the ventilator was started only for short periods of time, probably for short tests where the ventilator failed with the reported error. The conclusion in this matter is that a short circuit damaged several components on the power control pc board leading to the reported error. What caused the short circuit could not be determined

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator generated an alarm for battery module error. There was no patient involvement. Manufacturer ref. #: (B)(4).